Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus premier ous, mr 2.75 x 12mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent protector was loaded on the proximal side of the balloon. The stent had moved 6mm distally on the balloon and struts were severely damaged, bunched, overlapping & distorted. Based on the analysis it appears that the stent protector was placed on the device post procedure potentially causing damage to the stent, however, it cannot be fully determined. The balloon cones were reviewed and the balloon wings on the proximal balloon end appeared relaxed. A visual and tactile examination found slight hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found kinks and stretching of the inner/outer extrusion at 76 and 55mm proximal of the bi-component bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The eccentric target lesion was located in the mildly calcified and 2.75mm in diameter first obtuse marginal (om) branch. The lesion contained >45 and <90 degrees bend. A 12 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another promus premier¿ drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was damaged and had moved on the balloon.